Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), a restricted and tethered posterior mitral leaflet (pml) and an enlarged atrium. During a mitraclip procedure, the first clip was implanted on a2/p2. There was still residual mr, and a second mitraclip xtw was intended to be implanted lateral to the first. The first grasp was good, but there was a small jet between both clips, so it was decided to place the second clip closer to the first. While repositioning, the second clip got caught in the posterior chordae. The clip was inverted and pulled back in the left atrium. After the maneuver a flail was observed in the pml. It was difficult to grasp the pml. The second clip could not be placed. The final mr reduction with one clip was grade 3-4. On (B)(6) 2023, while in the intensive care unit (ICU), the patient died. Per the physician, the second clip contributed to the patient's death, as this device resulted in a chordal rupture. It was noted that the patient's poor health condition also contributed to the death.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) associated with the inability to grasp post-entanglement appears to be due to challenging patient anatomy (new posterior flail). The reported unspecified tissue injury associated with the new posterior flail was due to the difficulty in removing clip from anatomy. The reported difficult to remove (anatomy) associated with the chordae entanglement was due to procedural circumstances (clip interacting with patient pathology/ morphology). The cause of the reported death / expired could not be determined. The reported patient effects of tissue injury and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by an abbott global medical affairs director. The reviewer stated, ¿the tissue injury was caused by attempts to free the entangled clip from the posterior chordal elements; this resulted in a new flail segment of the posterior leaflet which led to worsened mr and the flail segment could not be grasped. It is not clear if the tissue injury contributed to the patient¿s death as insufficient clinical information is provided around the time the patient expired. It is reasonable to assume that worsened mr beyond baseline (if that occurred) could have caused a cascade of events that led to worsening heart failure or cardiogenic shock, however, this is only an assumption as we do not have sufficient clinical information. The institution declined to provide additional information due to patient privacy regulations.¿